Manufacturer narrative:
On 06/06/18, it was reported to mentor that the product was received for the left breast implant and not for the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with saline mentor breast implants of unknown type and experienced capsular contracture on the right breast implant and rupture on the left breast implant. The left breast implant was reported separately. As a result, the patient had undergone explantation on (B)(6) 2017. This medwatch is for the right breast implant.

Manufacturer narrative:
On 07/27/18, it was corrected that the device was never received. Manufacturer¿s reference number: (B)(4).